Event description:
It was reported that that this right atrial (ra) lead exhibited low intrinsic amplitude. The ra lead needs to be addressed. However, venogram showed no room and the patient is alcoholic, probably not a candidate for epicardial ra lead. To date, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)